Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) via a company representative (rep) stated that she has never received relief from the pump since implant. She had magnetic resonance imaging (MRI) and the pump never restarted. The nurse had to restart the pump back in the office and, the pump never alarmed. She said this happened twice. She stated while the pump was ¿off¿ she didn't notice any change in her pain. The environmental factor was the MRI. The managing physician¿s office was closed so they could not troubleshoot. Action/intervention: the company representative (rep) informed the patient to notify them when she is having an MRI so they can interrogate her pump at the imaging facility post MRI. The issue was not resolved. The patient medical history and weight will be updated once the rep follows up with the healthcare provider (hcp). The patient status was alive and no injury.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had an MRI on (B)(6) 2024. Per the reporter the pump was not read until today and didn¿t show the motor stall recovery message until today. Telemetry mode was reviewed/explained, and it was confirmed that the pump had not been read since the MRI until today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the cause of the patient¿s inadequate pain relief was not determined. Actions/interventions that were implemented to resolve patient¿s inadequate pain relief was an increasing pump dose. At the time of this report, the patient's inadequate pain relief had yet to resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.